Event description:
The "CT" label from the back of the subcutaneous port body flaked off and was scattered inside the patient's chest port pocket when the port was removed. The remnants of the labeling were picked out of the port pocket during the removal procedure. The port pocket was flushed thoroughly before closing the incision. No patient harm. Manufacturer response for subcutaneous central venous port, endexo bioflo port (per site reporter): approximately a week post event, a call placed to product sales rep and message left on their voice mail.